Event description:
It was reported that the radiofrequency (rf) programmer head connector on the programmer appeared to be damaged, causing the programmer head to not fit correctly into the programmer, resulting in intermittent telemetry. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency (rf) connector on the programmer was damaged, moving the connector caused the telemetry to stop working. The link electronic module board was replaced and calibrated to resolve. Analysis also found that the keyboard connector on the media processing unit board was loose and that the rf head cable connector was taped up which prevented it from operating as intended. (B)(4).